Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user¿s experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. A DHR review could not be performed since basic data of article identification (lot number) is missing. Instead, a manufacturing and quality control review was performed for the last 24 months of production. There were no non-conformities or deviations regarding the described issue. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified uterus examination, when the surgeon removed the hysteroscope, he noticed that one jaw at the distal end of the grasping forceps was broken off and missing. He inserted the hysteroscope back into the uterus to check if the fragment was there but it could not be located. An x-ray examination was performed but the fragment still could not be located and it was assumed that it was flushed out with the irrigation fluid. The intended procedure was completed using the same set of equipment and there was no report about an adverse event or patient injury.